Manufacturer narrative:
During an attempt to implant the lead, the stylet was pushed through the tip electrode. Therefore, the lead was not implanted. The analysis from the MFR is pending.

Event description:
During the attempt to implant this lead, it was reported that the stylet pushed through the tip electrode. Therefore, the lead was not implanted.